Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had button error and time did not advance, as well as insulin pump alarming. Customer¿s blood glucose was 13.0 mmol/l. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Button response functioned properly. No button error alarm during testing. Device passed self test. No unexpected e or a alarm anomalies noted. No frozen screen noted during test and time clock advances properly. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. No unexpected e/a alarm anomalies noted. No frozen screen noted during test and time clock advances properly.